Manufacturer narrative:
The device was manufactured between 18apr2019 and 21apr2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unknown location. This issue was identified during unspecified process steps. Patient involvement and medical injury was unknown. No additional information is available.